Event description:
It is reported that the surgeon thought the metal was pitted and not polished. He elected to use a different implant.

Manufacturer narrative:
Eval summary: the device conforms to the surface requirements. There is no roughness value specification of the surface texture per the device print. Cause cannot be definitively determined. Eval: there are small pores seen on the surface of the neck which are the result of the shot peening process. Device history records indicate all components were manufactured and inspected to specification.